Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery/ had to deliver at 32 weeks due to high blood pressure'), pregnancy with contraceptive device ('pregnancy (with complications)/ had to deliver at 32 weeks due to high blood pressure') and gestational hypertension ('blood or heart disorder/condition type: high blood pressure/had to deliver at 32 weeks due to high blood pressure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: sertaline, butalbital, zoloft, lisinopril and nifedipine. Concurrent conditions included obesity, multi gravida, parity 4 (dates of live births: (B)(6) 1993, (B)(6) 2004, (B)(6) 2015, (B)(6) 2018.) And tubal ligation. Concomitant products included butalbital from 2015 to 2018, lisinopril from 2015 to 2018, nifedipine from 2015 to 2018 and sertraline from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced gestational hypertension (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain infrequent"), back pain ("pain lower back severe"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain-pelvic"), pyrexia ("fever") and headache ("sever headaches"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (caeserean section and tubal ligation). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, gestational hypertension, pelvic pain, abdominal pain, back pain, mood swings, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, pyrexia and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, headache, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in newly received pfs: essure confirmation test(s) conducted is reported as no. Previously reported essure insertion date : (B)(6) 2015. Findings- right coils- 4. Left coils- 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery/ had to deliver at 32 weeks due to high blood pressure'), pregnancy with contraceptive device ('pregnancy (with complications)/ had to deliver at 32 weeks due to high blood pressure') and gestational hypertension ('blood or heart disorder/condition type: high blood pressure/had to deliver at 32 weeks due to high blood pressure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: sertaline, butalbital, zoloft, lisinopril and nifedipine. Concurrent conditions included obesity, multi gravida, parity 4 (dates of live births: (B)(6) 1993, (B)(6) 2004, (B)(6) 2015, (B)(6) 2018.) And tubal ligation. Concomitant products included butalbital from 2015 to 2018, lisinopril from 2015 to 2018, nifedipine from 2015 to 2018 and sertraline from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced gestational hypertension (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain infrequent"), back pain ("pain lower back severe"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain-pelvic"), pyrexia ("fever") and headache ("sever headaches"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (caeserean section and tubal ligation). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, gestational hypertension, pelvic pain, abdominal pain, back pain, mood swings, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, pyrexia and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, headache, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in newly received pfs: essure confirmation test(s) conducted is reported as no. Previously reported essure insertion date : (B)(6) 2015 findings- right coils- 4. Left coils- 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery/ had to deliver at 32 weeks due to high blood pressure'), pregnancy with contraceptive device ('pregnancy (with complications)/ had to deliver at 32 weeks due to high blood pressure') and gestational hypertension ('blood or heart disorder/condition type: high blood pressure/had to deliver at 32 weeks due to high blood pressure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: sertaline, butalbital, zoloft, lisinopril and nifedipine. Concurrent conditions included obesity, multi gravida, parity 4 (dates of live births: (B)(6) 1993, (B)(6) 2004, (B)(6) 2015, (B)(6) 2018.) And tubal ligation. Concomitant products included butalbital from 2015 to 2018, lisinopril from 2015 to 2018, nifedipine from 2015 to 2018 and sertraline from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced gestational hypertension (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain infrequent"), back pain ("pain lower back severe"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain-pelvic"), pyrexia ("fever") and headache ("sever headaches"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (caeserean section and tubal ligation). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, gestational hypertension, pelvic pain, abdominal pain, back pain, mood swings, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, pyrexia and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, headache, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in newly received pfs: essure confirmation test(s) conducted is reported as no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new event pain-pelvic added and insertion date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery/had to deliver at 32 weeks due to high blood pressure'), pregnancy with contraceptive device ('pregnancy (with complications) had to deliver at 32 weeks due to high blood pressure') and gestational hypertension ('blood or heart disorder/condition type: high blood pressure/had to deliver at 32 weeks due to high blood pressure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: sertaline, butalbital, zoloft, lisinopril and nifedipine. Concurrent conditions included obesity, multi gravida, parity 4 (dates of live births: (B)(6) 1993, (B)(6) 2004, (B)(6) 2015, (B)(6) 2018.) And tubal ligation. Concomitant products included butalbital from 2015 to 2018, lisinopril from 2015 to 2018, nifedipine from 2015 to 2018 and sertraline from 2015 to 2018. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced gestational hypertension (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain infrequent"), back pain ("pain lower back severe"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pyrexia ("fever") and headache ("sever headaches"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (caeserean section and tubal ligation). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, gestational hypertension, abdominal pain, back pain, mood swings, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and pyrexia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, headache, migraine, mood swings, nausea, pregnancy with contraceptive device, premature delivery, pyrexia, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan vagina in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: case become valid and incident. Event injury nos replaced with new events: pregnancy (with complications), premature delivery, high blood pressure,abdominal pain, lower back pain, mood swings, device ineffective, uti, depression, bladder or urinary problems or changes, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, fever, severe headache. Reporter information, patient demographic information, essure start date updated. Other relevant history added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.